Event description:
It was reported that the patient experienced diabetic ketoacidosis on (b)(6)2026 while wearing the Pod and using it in manual mode. The patient was a part of the OPTIMAL-A study, patient code 012-0014-FE. It was reported that the patient was prescribed the product on (b)(6)2026. No further information regarding this incident was reported.

Manufacturer narrative:
According to the complainant the device will not be available for investigation. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: Not AvailableOmnipod Software App Version: Not AvailableOperating System: Not AvailableHardware: Not AvailableCGM Sensor Type: Not Available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026